Manufacturer narrative:
It was reported that during procedure that large flexnav delivery system encountered increased resistance when attempting to insert the delivery system into the right femoral artery. Also reported that multiples unsuccessful attempts were made to insert the delivery system in multiple positions which kinked the valve capsule. Information from field indicated that there were no issues leading the retainer tabs into the retainer receptacle or retracting the valve into the delivery system. The investigation of returned device found that the valve capsule was bent when analyzed at abbott. The distal end of delivery system was damaged. No other anomalies were noted. Functional testing was precluded due to observed damages on the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event is consistent with operational difficulties. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 february 2025, a 29mm navitor vision valve selected for implant using a large flexnav delivery system. It was noted that a fluoroscopy check was done and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed through a 14f non-abbott device. It was noted during procedure that large flexnav delivery system encountered increased resistance when attempting to insert the delivery system into the right femoral artery. Multiples attempts were made to insert the delivery system in multiple positions, but were unsuccessful and the valve capsule became kinked and created an uneven ridge at the edge of the valve capsule. The large flexnav delivery system was not mishandled or damaged during device preparation. During loading, there was no issue leading the retainer tabs into the retainer receptacle or retracting the valve into the delivery system. There was no increase in drag noted on the deployment/resheath wheel during loading and no crossed or misaligned stent struts. While the valve's struts were attempted to pass over the cone of the delivery system, the loading funnel and loading base were compressed slightly to allow the aortic end of the valve to open. The patient did not have a tortuous anatomy. The decision was made to replace the 29mm navitor vision valve and large flexnav delivery system with ones of the same size to complete the procedure. There were no adverse patient effects reported.